Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned video noted. Bleeding in the surgical field is visible. Staple is visible attached to tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on stomach during laparoscopic gastroplasty, there was a bleeding in the staple line. To complete the case, they sutured on clamp to stop the bleeding. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on stomach during laparoscopic gastroplasty, there was a bleeding in the staple line. To complete the case, they sutured on clamp to stop the bleeding. There was no patient injury.